Event description:
A nurse reported that a pt was diagnosed with an inguinal hernia on(B)(6) 2014. The pt had an outpatient day surgery for inguinal hernia repair, which did not require the pt to be hospitalized. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
Based on the info provided, it unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental report will be submitted upon completion of the plant's investigation.